Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced but was confirmed through a review of the device event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). This elevated signal level is the cause for the nuisance downstream occlusion alarms. The device was re-calibrated.